Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a remote follow-up, far-field p-wave oversensing (ffpwos) episodes and decreased pacing impedance were observed on the right ventricular (rv) lead. A prior x-ray had revealed externalized conductors on the rv lead. No intervention has been performed. The patient is stable.